Event description:
It was reported that the procedure was to treat an eccentric, heavily calcified right coronary artery (rca). After pre-dilatation was performed, a 3.0 x 15 mm xience v stent delivery system (sds) was advanced, but despite the pushing, it was unable to cross and was successfully removed from the patient. The 2.5 x 12 mm xience v was then advanced and several attempts were made to push the sds to the lesion, at which time the stent implant became dislodged in an unintended site in the rca. A balloon catheter was used to deploy the dislodged stent in the mid rca. Several balloons were used in this case and a total of 8 xience v stents were implanted. There was no clinically significant delay in procedure and there were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was heavily calcified, which likely contributed to the reported difficulties. It was reported the stent delivery system (sds) was advanced as resistance was encountered. It should be noted the xience v everolimus eluting coronary stent system instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removing the delivery system post-stent implantation, the stent delivery system and the guiding catheter should be removed as a single unit. It is likely an interaction with the calcified lesion as resistance was met in the lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon. Subsequent interaction with the lesion would have then led to the stent dislodgement. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to the complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint handling database revealed there have been no other incidents reported for stent dislodgement for this lot. There is no indication of a product quality deficiency. To ensure this is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force.